Event description:
On (B)(6) 2020, 16 fr was placed as intended using the sure step foley tray system. On (B)(6) 2020 the staff attempted to remove the foley, the balloon would not deflate,the catheter remained in place and was draining well. On (B)(6) 2020 the urology team again attempted to remove the catheter, again the balloon would not deflate, the port was cut but the balloon did not deflate. On (B)(6) 2020 the foley was removed with the balloon intact. FDA safety report ID# (B)(4).